Manufacturer narrative:
The subject device was not returned to omsc for investigation since the user facility discarded the device. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that once a snare of the subject emr kit opened and it did not open again. The doctor ended up using 7 emr kit. There was no patient injury regarding this report.